Event description:
It was reported that an unspecified number of bd vacutainer® push button blood collection sets experienced retraction issues with the needle failing to retract. The following information was provided by the initial reporter: material no. 367342 batch no. 8127984 emergency medical personnel used a bd vacutainer/push button blood collection set and when pressing the button to activate the needle safety the device fell apart exposing the needle.

Manufacturer narrative:
Investigation summary: bd received a sample from the customer facility for investigation. The sample was evaluated and the customer¿s indicated failure mode for separation of the housing unit with the incident lot was observed. Additionally, further evaluation of the customer sample was performed and a crack in the rear barrel component was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer sample, the customer¿s indicated failure mode for separation of the housing unit with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device type: jka, fpa. FDA notified: the initial reporter also notified the FDA on (date) via medwatch # (B)(4).

Event description:
It was reported that an unspecified number of bd vacutainer® push button blood collection sets experienced retraction issues with the needle failing to retract. The following information was provided by the initial reporter: material no. 367342, batch no. 8127984. Emergency medical personnel used a bd vacutainer/push button blood collection set and when pressing the button to activate the needle safety the device fell apart exposing the needle.